Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the guide meter, compared to a professional meter, within 10 minutes: 248 mg/dl (guide meter) and 121 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.